Event description:
The user facility reported that 20 mins after treatment initiated, the pt had complaints of itching and developed hives. She was also complaining of shortness of breath. The pt received 50 mg benadryl ivp and was sent to the ER for further eval. She was treated with "steroids" with good affect. She was not admitted. Subsequently, the dialyzer was changed to a different MFR and there have been no further complaints.

Manufacturer narrative:
Currently, medical records have been requested but not yet received. A plant investigation is still on-going and a supplemental report will be submitted at the conclusion.